Event description:
Invacare tbm alleged, the va in both (B)(4) have approximately 40 units with issues of the crossbrace holes not lining up. Half rails are not lining up. Invacare tbm will get a list of all serial numbers and call back in to get the issue resolved. No serials numbers at this time.